Manufacturer narrative:
Upon disassembly for visual inspection it was confirmed that there was a substance on the shaft.

Event description:
While testing the hudson/modified trinkle reamer during routine servicing it was reported that there was a substance on the shaft which could indicate that the device was leaking. There was no patient involvement or adverse consequences to the user reported as a result of this event.